Manufacturer narrative:
Additional information: due to characterization limit e1 (event site telephone: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump had a drive regulator failure. However, no harm reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(problem code, type of investigation).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6. H2, h6, h11. Corrected fields: e1(initial reporter).

Manufacturer narrative:
Updated fields: b4,d9,e1(initial reporter, event site email), g3,g6,h2,h3,h6(type of investigation,investigation findings,component codes,investigation conclusions),h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the unit needed to be returned to the workshop for repair. A new scroll compressor and fans were installed to fix the issue. The safety disk was replaced due to exceeding cycles. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.